Event description:
The customer reported, the wig-wag lock on the stenoscope needs tightening, the images get darker when swapping images from the left monitor to the right monitor, and the system locked up appearing to be exposing and not really exposing. No pt injury was reported.